Manufacturer narrative:
(B)(4) date sent: 6/5/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. During the functional testing, the device opened and closed as expected. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "would not close and difficult to open", the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 860a13, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure that the device failed to close correctly. The load fired but was hard to open the jaw and to close. Had to open endoclose and cautery action to stop the bleed at the appendix stump. No new load or stapler opened. There were no adverse consequences reported. One device will be returned.